Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the remote transmission revealed that the right atrial lead exhibited noise. The patient was brought into the clinic for further evaluation and the device was reprogrammed. The patient was in stable condition post event.